Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure a patient had one resolute onyx rx stent implanted. One day post index procedure the patient suffered a cec non q wave mi. There was no impact to the patient. There was no additional medical intervention required to prevent permanent injury or impairment. The investigator, sponsor and cec assessed the event as not related to the product or therapy.